Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and haemorrhagic anaemia ("anemic due to blood loss") in an adult female patient who had essure (ess205) (batch no. 12280461) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included diabetes. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2005, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), migraine ("migraines"), headache ("headaches") and tooth disorder ("dental problems"). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, haemorrhagic anaemia, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, urinary tract infection, vaginal infection, migraine, headache and tooth disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, haemorrhagic anaemia, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received. New events added- she did not undergo an essure confirmation test, abnormal bleeding (vaginal, menorrhagia), anemic due to blood loss, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), infection (bladder/urinary tract/vaginal) type: vaginal, urinary and migraines / headaches. Lot number added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and haemorrhagic anaemia ("anemic due to blood loss") in an adult female patient who had essure (ess205) (batch no. 12280461) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included diabetes, smoker, uterine fibroids, uterine bleeding, anemia and blood pressure abnormal. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2005, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), migraine ("migraines"), headache ("headaches") and tooth disorder ("dental problems"). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, haemorrhagic anaemia, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, urinary tract infection, vaginal infection, migraine, headache and tooth disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, haemorrhagic anaemia, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure (ess205). The reporter commented: on the patient's right there were two springs present, and then on the left one spring visible. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: unable to confirm complaint. Incident. At the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain "), vulvovaginal pain ("vaginal pain"), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.